Manufacturer narrative:
This report is submitted on april 13, 2021.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021, and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on november 10, 2022.